Manufacturer narrative:
Qn# (B)(4). The customer returned one opened cvc kit containing a catheter and guide wire for analysis. Signs of use in the form of biological material were observed on the catheter body. Visual analysis revealed that the guide wire was returned inserted through the catheter body. It was noted that the guide wire was returned inserted through the catheter body. Several kinks were observed in the sections not located within the catheter. Several kinks/bends were also observed on the catheter body; however, it was determined this was a result of kinking on the guide wire. The guide wire was removed, and nine major kinks and several bends were observed across the guide wire. This resulted in the distal j-bend to be misshapen. It was also noted that the guide wire was unraveled from the proximal end. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. Despite this , the proximal weld was still attached to the coil wire. Both welds were present and appeared full and spherical. The major kinking on the guide wire measured 112mm, 145mm, 182mm, 207mm, 235mm, 280mm, 303mm , 340mm, and 547mm from the distal weld. The guide wire length from the distal weld to the point of separation on the core wire measured 684mm, which is within the specification limits of 679mm-687mm per the guide wire product drawing. The guide wire outer diameter (in an area not affected by unraveling) measured 0.813mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The catheter body length from the juncture hub to the distal tip measured 320mm, which is within the specification limits of 310mm-330mm per the catheter product drawing. The catheter body outer diameter measured 2.45mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion product drawing. The guide wire was removed from the catheter body. Minor resistance was encountered due to the kinking. Once removed a lab inventory guide wire was inserted through the distal tip of the catheter. Little to no resistance was encountered as the guide wire passed completely through the assembly. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel". The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the guide wire was unable to injected on the patient". The device was replaced. No patient harm was reported. Additional information received indicates "no patient harm. No medical intervention required."

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the guide wire was unable to injected on the patient". The device was replaced. No patient harm was reported. The patient's condition was unknown at the time of this report.